Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell one of five of peritoneal dialysis therapy. Home patient (hp) stated that their final bag on the blue clamp line unhooked and fell off. The technical service representative explained the alarm to the hp and advised them to start therapy over with all new supplies. Proper procedures, per the user manual, were reviewed with the hp. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, a disconnection of the cassette line with a bag was reported and is a known cause of this alarm. The cause of the disconnection could not be determined. If additional relevant information is obtained, then a follow-up MDR will be submitted.